Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect/ missing translation; missing instructions; vendor/printer error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced leaks since the patient had a hard time in keeping the purewick female external catheters in place. The wicks caused skin irritation and needed help with the placement of the wicks. It was noted that the patient had been using the device less than 90 days. No medical intervention was reported. Per customer via phone on 30sep2021, it was reported that the customer continued to have intermittent issues with urine leaks and continued to work with placement. The skin irritation never developed into anything, so was no longer an issue. The customer stated that about 3-4 times when they removed the purewick female external catheter in the morning it would be dripping with urine. It was like the wick was clogged. The customer could put the wick into a glass of water it would suction and was concerned something might be wrong with the wicks. The customer reported they had read the instructions for use, but they were not explicit enough and should use words the average person could understand. The writing was too small for those with eye troubles to read. Brochures should indicate the importance of wick placement for the system to work.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced leaks since the patient had a hard time in keeping the purewick female external catheters in place. The wicks caused skin irritation and needed help with the placement of the wicks. It was noted that the patient had been using the device less than 90 days. No medical intervention was reported. Per customer via phone on 30sep2021, it was reported that the customer continued to have intermittent issues with urine leaks and continued to work with placement. The skin irritation never developed into anything, so was no longer an issue. The customer stated that about 3-4 times when they removed the purewick female external catheter in the morning it would be dripping with urine. It was like the wick was clogged. The customer could put the wick into a glass of water it would suction and was concerned something might be wrong with the wicks. The customer reported they had read the instructions for use, but they were not explicit enough and should use words the average person could understand. The writing was too small for those with eye troubles to read. Brochures should indicate the importance of wick placement for the system to work.